Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (can connection status) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open red (can h) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving can connection errors.